Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator's battery appeared to be depleting more quickly than expected. This s-ICD was then successfully replaced. No adverse patient effects were reported.the device was discarded at the hospital and will not return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator's battery appeared to be depleting more quickly than expected. A replacement surgery has been schedule. At this time, the device remains in service. No adverse patient effects were reported.